Manufacturer narrative:
During a review of the logs, evidence of 24v instability was found but this was unable to be reproduced during testing. Precautionary repair of unit conducted through replacing gas control board and the blend mfc. Post repair testing successfully passed checks within preventative maintenance.

Event description:
Error codes 2883 and 2884 displayed. The perfusionist was unable to adjust sweep and fio2. As gas flow was interrupted, this is considered a reportable event. There was no effect on the patient.